Manufacturer narrative:
This system was used for treatment. Kit lot d747 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trends were detected for complaint category centrifuge bowl leak/break, occlusion patient alarm or leak centrifuge alarm. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer reported they had a blood leak alarm during bc collection in the first cycle. Occlusion patient alarms seen prior to event, due to inadequate venous access. Treatment was aborted and no blood was returned to the patient. Patient was in stable condition. Customer will thoroughly clean and dry the centrifuge chamber, as there was very little blood on the centrifuge wall, and will start the next procedure. No product will be returned for investigation.